Manufacturer narrative:
The technician replaced the brake steer caster, the brake casters and the hex rod to resolve the issue.

Event description:
The account alleged the stretcher brake casters would swivel from side to side when the brakes were activated. No pt impact.